Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
Thirteen days post treatment, patient reported symptoms of ulcer that had started 4 days post treatment. Clinic prescribed antibiotics (bactroban bid and augmentin 875 mg bid x 10 days) and scheduled follow-up visit. Clinic reported seeing patient 15 days post treatment. Condition was improving. Twenty six (26) days post treatment, patient had reported symptoms were resolving. Oral antibiotics finished.